Event description:
Dr. Revised a left mako patellofemoral to a mako triathlon total knee due to pain. Original pf was done on (B)(6) 2020.

Manufacturer narrative:
Reported event. An event regarding pain involving a mako pka software was reported. The event was not confirmed. Method & results: product evaluation and results: review of the case session files was not performed as case session data was not provided. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob119 was inspected on 08 nov 2010 and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: rob119 shows 0 similar complaints for pka software - other (pain. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the case session/log data are needed to complete the investigation for determining root cause. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Device not returned.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Dr. Revised a left mako patellofemoral to a mako triathlon total knee due to pain. Original pf was done on (B)(6) 2020.